Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2018, a 23mm trifecta¿ gt valve was implanted in the aortic position. Later, the patient presented with dyspnea, circulatory failure, and pulmonary hypertension. An echocardiogram showed severe aortic regurgitation and abnormal leaflet function. On (B)(6) 2022, the valve was explanted. A detachment of the leaflet at the base was observed and the leaflet was loose, and there was no calcification noted on the leaflets of the explanted valve. There was no interaction between any stent post and patient anatomy noted during explant. The device was replaced with a 19mm non-abbott mechanical heart valve. During the procedure to replace the aortic valve, the patient also had a mitral valve replacement of the native annulus with a non-abbott valve due to mitral leaflet calcification. In procedure, the right atrium broke during suturing, and there was massive bleeding from the right atrium. A blood transfusion was required. The patient was connected to an extracorporeal membrane oxygenation (ECMO) machine and intubated in the intensive care unit (ICU) following the procedure. The patient has since been disconnected from the ECMO machine but is still intubated in the ICU. The patient was reported to be in serious condition. No additional information was provided.

Manufacturer narrative:
Explant was reported due to "aortic regurgitation and abnormal leaflet function". The investigation found that all three leaflets were torn. There was partially detached fibrous pannus ingrowth on the inflow surface of all three leaflets and focal calcification in the pannus of leaflet 3. There was no inflammation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at two of the tear sites, which could have contributed to the formation of the tear. Also, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.